Manufacturer narrative:
(B)(4). The customer reported that the unit failed to recognized the paddles. There was no report of pt involvement. The customer was shipped a new set of paddles which resolved the failure. The unit remains at the customer site with the new paddles installed.

Event description:
The customer reported that the unit failed to recognize the paddles.